Event description:
It was reported that at follow-up, high pacing thresholds, low sensing, and high impedance were noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found. Normal lead impedance was measured with the helix extended.